Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted for the device the instrument was loaded with a needle from the pmv inventory and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle for both instruments. Visual and functional testing of the returned product confirmed the product, as received, met quality release specifications. Product analysis suggests the product was used in a surgical procedure. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the needle came out of the endo stitch device.tch handle and the needle reload will be returned for evaluation? If the devices are returned, should the customer(s) be notified of product analysis results? (Customer response letter).